Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with a combination of approximately 5 syringes of juvéderm voluma® xc and juvéderm volbella® xc. Patient returned 10 days later ¿with swelling, red and warm to the touch¿. Antibiotic and steroid were given. ¿patient returned again a week later with severe pain, swelling, and yellow pus.¿ hyaluronidase was used. The status of the event is unknown. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00382 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.